Event description:
It was reported that the maryland bipolar forceps instrument has a broken cable. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed no broken cables or conductor wires. Engineering also observed the distal end of the main tube has a combination of deep scratches and scrape marks on the main tube. Material is removed as a result of the damage. The wear pattern of tube scraping is consistent with damage from a defective cannula. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received. Scratch marks are likely due to instrument collisions. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from... Electrical continuity passed.